Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) breakage of the ccd cable between the scope connector wiring section and the ccd transmission section built into the tip of the device. 2) ccd cable short circuit (contact failure) in scope connector wiring. 3) dielectric breakdown inside the ccd and deterioration of the video connector board due to handling such as the following: a) the system ground wire was not connected. B) the scope connector is plugged or unplugged while the system is powered on. C) dirt or moisture adhered to the scope connector contacts. D) non-compliance with reprocessing conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber glue peel off, and gap on the bending section rubber adhesive. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the endoeye flex 3d deflectable videoscope exhibited b30 scope communication error and no image. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device and there was no procedure delay. There was no report of patient harm or user injury associated with this event.